Event description:
Customer was getting into a vehicle and started to turn when her jacket activated the joystick and her right ankle got caught in the chair.

Manufacturer narrative:
The alleged incident was not a product problem. Should the device or further information become available, a follow-up report will then be issued.